Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced facial nerve stimulation with use of the device. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.

Manufacturer narrative:
The recipient reportedly experienced static shock prior to explant. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device failed some of the electrical tests performed. The device passed the mechanical tests preformed. The failure of this device is attributed to a short at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures inside the integrated circuit. This is ultimately caused the device to cease functioning. A corrective action has been implemented. It is reported that the recipient is doing well with the new device. This is the final report.